Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left axillary and subclavian veins were occluded. It was further reported that the right ventricular (rv) lead exhibited elevated impedance. The lead was explanted and replaced. It was also reported that the right atrial (ra) lead exhibited failure. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.